Event description:
It was reported that a spectrum iq infusion pump under-infused elraglusib during patient infusion. The patient was receiving elraglusib 500 ml/hr with (volume in bag per label 1510 ml). The length of the infusion was 3 hours and 48 minutes and the volume infused per the pump was 1887 ml. The reporter indicated the pump under infused since it would have been expected that the entire bag would be infused in just over 3 hours. It was verified that the tubing was loaded correctly at the start of the infusion. The fluid level remained hanging at 24 inches from the top of the pump throughout the infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.